Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the inner coil of the wire was stretched. The target lesion was located in the hepatic artery. A 135cm 20 preload renegade¿ hi-flo¿ fathom¿ system was selected for treatment. During the procedure, when the physician attempted to shake the tip of the device, the inner coil was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal. However, device analysis revealed that the high torque sleeve (hts) was separated 10mm from the distal tip.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The high torque sleeve (hts) was separated 10mm from the distal tip. The coil wire was still intact and was stretched. Magnified inspection of the fractured ends of the hts and core wire revealed that there was no evidence of any material or manufacturing deficiencies. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).